Event description:
It was reported that the programmer generated a warning message indicating that the power supply was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l, radiofrequency programmer head; product ID: 229047 software analyzer. (B)(4).